Event description:
Patient reported that partial knee arthroplasty was performed in 2003 or 2004 and subsequent revision to a total knee occurred. The reason for the revision, the dates of and locations of both procedures was not communicated. A review of invoice history revealed that the partial knee was implanted on (B)(6) 2006. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The device history record necessary to review expiration date and manufacture date for the product was unavailable. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).